Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have not been feeling well. It was also reported that there was noise observed and that the 'bottom part is not working'. The ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.